Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/11/2020. A manufacturing record evaluation was performed for the finished device batch plj546, xn8710h19 and no non-conformances were identified. Additional information was requested and the following was obtained: what was the initial procedure? Mitral valve plastic. How many devices were involved, 4 or 5? Please confirm. 4. What is the event day? (B)(6) 2020. What is the procedure date? (B)(6) 2020. Could you please confirm the current condition of the patient? Ok.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/17/2020. Additional h3 investigation summary: one open box with unopened samples of product code 8710, lot plj546 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? How many devices were involved, 4 or 5 during this single procedure? Please confirm. What is the event day? Could you please confirm the current condition of the patient? Events were submitted via 2210968-2020-04079, 2210968-2020-04080, 2210968-2020-04081 and 2210968-2020-04082.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. The suture got detached from the needle intra-op, while suturing. Another like suture was used to complete the procedure with no time extension. Additional information has been requested.